Manufacturer narrative:
Tandem's user guide states: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of up to 300 mg/dl. Reportedly, the customer had incorrectly estimated the amount of carbohydrates consumed for dinner, and believed that more carbohydrates had been consumed than what the customer had delivered insulin for. The customer delivered a bolus via the pump. A recommendation was made for the customer to contact the healthcare provider.